Manufacturer narrative:
If implanted/explanted give date: not applicable, as lens was partially inserted but it was removed/replaced during the same procedure. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was partially inserted into the patient's left eye; however, it was removed as the haptic was bent. Another lens of same model and diopter was used as the replacement iol. There was no patient injury and no other intervention was required. The patient was doing fine post-operation. The original lens was discarded.